Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There are possible training misuse causes that led to this issue. The patient was not doing quality checks on the bg meter per manufacturer¿s recommendations. The patient did not wait 10 minutes since the calibration before comparing bg values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.